Event description:
During patient clinic visit on (B)(6) 2018, multiple low flow/speed and pump off alarms were noted. Records were sent to thoratec engineers with a short to shield diagnosed. Patient admitted on (B)(6) 2018 and underwent driveline repair by abbott on (B)(6) 2018 with resolution of issues.

Event description:
During pt clinic visit on (B)(6) 2018, multiple low flow/speed and pump off alarms were noted. Records were sent to thoratec engineers with a short to shield diagnosed. Pt admitted on (B)(6) 2018 and underwent driveline repair by abbott on 11/16/2018 with resolution of issues. Pt now death on (B)(6) 2020 due to short to shield that he did not want repaired.